Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted diode, designator d10. The shorted diode caused the device to be unable to charge for defibrillation.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.